Event description:
Boston scientific received information that high out of range pacing impedances along with reduced p wave sensing were noted on this right atrial lead. High shock impedances had previously been noted on the transvenous rv lead, however this additional allegation against the ra lead was recently noted. Additional information was later received that a procedure was performed to check the system integrity. It was determined that loose connections were present between the right atrial and transvenous lead with the pulse generator, resulting in the field observations. The connections were secured with normal shock and pacing impedance levels observed on all the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.